Manufacturer narrative:
H3: product analysis: visually, under magnification, the o-ring holder was dislodged from its assembly which would have resulted in the reported event. The disassembly of the component would not allow the bur to fully seat onto a visao handpiece. The component could not be reassembled in order to allow proper seating onto the handpiece. Due to the defect in the assembly, functional testing could not be performed. No other components were missing or displaced from the device. H6: previous codes fdm b17, fdr c20 and fdc d14 codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that after disassembly, some parts fell off and could not be installed and used. There was no patient involvement. As follow up, it was reported that the incident occurred when preparations were made before the operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.